Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery several times. The customer's blood glucose was 10 mmol/l. The caller stated that the insulin pump had alarmed no delivery during the prime process after delivering 2 units. The customer changed reservoirs and infusion set several times, but the insulin pump continued to alarm no delivery. The entire process was repeated with a doctor, and the issue persisted. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.